Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The customer alleged that the pump emitted a cs 069 alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: a review of the pump¿s black box revealed a call service 087 alarm. The pump powered on with no alarm. The pump was exercised for 24 hours with no cs alarms duplicated. The boluses were performed successfully with no cs alarms duplicated. The pump¿s cover was removed and there was no evidence of internal moisture observed. There was no damage to the printed circuit board or internal components found. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).